Event description:
The manufacturer received information alleging the machine water filter has black particles; he wakes up short of breath and has been hospitalized due to the machine ; cannot walk a short distance without getting short of breath; has strange odor, burning/smoke/electrical odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in the machine water filter. The patient also alleged patient wakes up short of breath and has been hospitalized due to the machine ; cannot walk a short distance without getting short of breath; has strange odor,burning/smoke/electrical odor, added that the patient having nasal/throat irritation or soreness an issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust and residue contaminate present at the air inlet where the filter would be and at the iso port entrance. Interior investigation: there is unknown debris in the tracks of the ui panel. Manufacturer notes that there are mineral deposits present on the motor casing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box, the unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device, mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. Water ingress has been previously addressed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust/dirt contamination, keratin-like substance, water ingress in the base unit and was not able to confirm the complaint or address the symptoms specified. Section d5 (operator of device) was missed to capture in initial report and updated in this report. Sections d8, d9, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported a bipap device's sound abatement foam allegedly became degraded and seeing black particles in the machine water filter. The patient also alleged patient wakes up short of breath and has been hospitalized due to the machine ; cannot walk a short distance without getting short of breath; has strange odor, burning/smoke/electrical odor related to a cpapdevice's sound abatement foam. There was no report of patient harm or injury. New inforamtion has been added that the patient having nasal/throat irritation or soreness. In previous report the manufacturer incorrectly marked section b1 'product problem' only which should be 'adverse event' and 'product problem' both, and in section b2 hospitalization has been marked correctly in this report.